Event description:
Second deep distal cut on mako 399. No red showed during cut, verified with planar probe showing 1.7mm deep, screen shot attached. Implants fit, no further cuts required.

Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results. -product evaluation and results: review of the case session files was not performed as case session data was not provided. A request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records showed that inspection was completed with no reported discrepancies -complaint history review: a review of complaints showed no other similar complaints for robotic arm - inaccurate resection. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. If a field service inspection is requested, further investigation will be completed on this issue. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Second deep distal cut on mako 399. No red showed during cut, verified with planar probe showing 1.7mm deep, screen shot attached. Implants fit, no further cuts required.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.